Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable. Further information was requested but not received.